Event description:
In 2016, six endobronchial valves (1x piv-9, 3x piv-7, 2x piv-6) were placed in treatment of emphysema in patient participating in clinical study. On (B)(6) 2019 patient was hospitalized with pneumonia in the valve-treated lobe for three days until death. Three years after patient death, clinical study clinical events committee adjudication determined that these events were related to valve placement.

Manufacturer narrative:
Reported event is related to an investigational device exemption study subject which had a total of six valves placed (two piv-v6, three piv-v7 and one piv-v7) in 2016 for the treatment of emphysema. A total of six related event reports have been filed separately associated with the same patient. Event occurring in (B)(6) 2019 was originally determined by the investigator to be unrelated to the device or procedure. Study is now in the final stages of data analysis and adverse events have undergone clinical events committee (cec) review. The event described in this report was adjudicated by the committee as possibly being related to valve placement and is therefore being reported.